Event description:
Customer reported that the up arrow button on the insulin pump is not responding. Customer stated that the insulin pump could have been exposed to moisture. Blood glucose value is 360 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked lcd keypad connector. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.